Event description:
It was reported that the ventilator had a "check vent: proximal pressure sensor auto-zero failed" alarm. There was no patient involvement. The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. The error code was found in the ventilator diagnostic report. The solenoid valve 3 and 4 will be replaced.

Manufacturer narrative:
B4: 03may2021. The manufacturer¿s international service technician replaced the solenoid valve 3 and solenoid valve 4 to address the reported problem. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.